Event description:
It was reported in the journal of cardiovascular interventional radiology that the stent was successfully implanted in the inferior basilar artery. However, 12 months post procedure the patient developed vertigo and ataxia. Magnetic resonance imaging showed no new infarction, and angiogram showed a new stenosis of approximately 73% in the right intracranial vertebral artery. The patient improved without complications after a second angioplasty and stenting procedure.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(4) 2007 and (B)(4) 2010.

Event description:
It was reported in the journal of cardiovascular interventional radiology that the stent was successfully implanted in the inferior basilar artery. However, 12 months post procedure the patient developed vertigo and ataxia. Magnetic resonance imaging showed no new infarction, and angiogram showed a new stenosis of approximately 73% in the right intracranial vertebral artery. The patient improved without complications after a second angioplasty and stenting procedure.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Infarction and stenosis are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.